Event description:
It was reported that the lead exhibited failure of capture, a sensing anomaly, and high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.